Manufacturer narrative:
The lvp 8100 alaris pump module is the concomitant. Supp (B)(4) will reference the investigation findings for the alaris pcu 8015 suspect device.

Event description:
It was reported that there was an alarm-error code/message. The device initially turned on and would do a self test when connected to the controller or modules, but it would not stay on and caused the other module to have communication error 13-1033-149. The issue persisted even after replacing both iuis. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device initially turned on and would do a self test when connected to the controller or modules, but it would not stay on and caused the other module to have communication error 13-1033-149. The issue persisted even after replacing both iuis. There was no patient involvement.